Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple intermittent occlusion alarms occurred. The customer's blood glucose level ranged from 279-280 mg/dl. Customer changed the infusion set to address the occlusion and declined to further troubleshoot with tandem technical support. No issues were observed with the infusion set.